Event description:
Complainant alleged that the medics responded to a patient who was in an unwitnessed cardiac arrest. It was undetermined how long the patient was down, prior to medical treatment being administered. The medics analyzed the patient's heart rhythm, but the device displayed an "analysis halted" message in the middle of the analysis of the patient's ventricular fibrillation heart rhythm. The medics then obtained another device and administered one shock to the patient. The patient then presented an asystole heart rhythm, and did not again present a viable rhythm. The patient subsequently expired. During the phone call that reported the malfunction, it was found that the device failure was attributed to the customer's failure to configure the device appropriately. Zoll medical has recently initiated a device corrective action, in which software was sent to customers in order for them to upgrade their mseries units. This customer indicated that they loaded the software, but did not reconfigure the device as indicated per the instructions sent with the software. If the device is not configured properly it will cause the reported malfunction. The complainant has reconfigured the device and has indicated that the device is now functioning appropriately. This is an isolated event, zoll has not received any other reports in which the implementation of zoll's recent device corrective action lead to a device malfunction during clinical use.